Event description:
It was reported that the patient faced an issue with the tape not sticking and stated that perspiration was the cause of the product not adhering on (b)(6)2026.

Manufacturer narrative:
E1: Event city: (b)(6)Event Country: Spain.Name: (b)(6) Based on the available information, this event is deemed to be Reportable Malfunction.Request was performed for additional information including lot number; however, lot number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.